Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 10-sep-2025, the user reported experiencing recurrent low blood glucose (bg) levels after exercise. The user stated that he paused the insulin delivery 30 minutes before activity but experienced low bg after resuming delivery post-exercise, as the ilet delivers corrective insulin. The agent scheduled the user for additional training. The most recent event occurred the previous day. The lowest blood glucose (bg) recorded was 44 mg/dl. Bg was corrected with carbohydrates. The user's reported symptoms during the event included nausea and dizziness. No medical intervention was reported at the time of call.